Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted. Customer performed own evaluation

Event description:
It was reported by repair work order that the bed was stuck at an elevated height due to malfunctioning lift motors. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the bed was stuck at an elevated height due to malfunctioning lift motors. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Update to complaint reportability. Original MDR (B)(4) was inadvertently submitted as a 2/5 day report. It should have been submitted as a 30 day initial report.